Manufacturer narrative:
Received one 138104 in original packaging. Lot number was verified. Performed a visual inspection of the device, there were no obvious signs of a breach in the seal. Performed a function inspection, the devices were dye leak tested which indicated that the device had an insufficient heat seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 250 reports, regarding 2008 devices, for this device family and failure mode. During this same time frame 196,762,640 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00001. Per the instructions for use, the user is advised the following: sterility guaranteed unless package has been opened, broken, or damaged. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device,138104, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. Due to the potential severity of a breach in sterility, this complaint meets the criteria for a reportable event. This will be reported as a malfunction with potential for injury upon reoccurrence